Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: unknown cup; cat# unknown; lot# unknown. Unknown femoral component; cat# unknown; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Not available.

Event description:
It was reported that patient was 10 years post op and needed to be revised due to infection. Surgeon stated the infection was related to patient factors and not the devices. Surgeon revised the cemented cup and proximal femur.